Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were big air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the customer has been having problem with guardian sensors go to three days. The customer was at school. They also received a change sensor alert. The customer mother mentions that the air bubbles happen with all the sets. The customer mother sees a 2.0 size air bubbles and then the customer ends up with highs and air bubble makes a huge difference. The customer noticed that the 23 inch tubing and the 43 inch was really long but it reaches to the ground. The customer has had problems with reservoirs and site not sticking and was frustrated. The reservoir will not be returned for analysis.